Manufacturer narrative:
Report 1 of 4, see 1920664-2014-00148, 00149, 00150.

Event description:
The user facility reported the irrigation tip had particulate flaking off in the pt's eye. The flakes were removed with no impact to the pt.